Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. The sensor failed continuity testing due to a broken solder joint on the white conductor at the detector solder joint assembly. When tested with known good lab equipment the monitor displayed a "sensor off patient" message., corrected data:

Event description:
The customer reported that these devices are either not lighting at all, or intermittently losing signal. No patient incident reported, and will intermittently engage in monitoring.